Event description:
On (B)(6) 2011, the complainant alleged that after using caviwipes, she developed slightly itchy spots all over her hands.

Manufacturer narrative:
The complainant sought medical attention at an urgent care clinic and was diagnosed with dermatitis by the attending physician. The itchiness subsided; however, the spots were still present. The patient then sought medical attention with a dermatologist who informed her that because she has dark skin, hyper pigmentation may occur when certain chemicals come into contact with it. The patient was informed that her condition is not deleterious to her health; however, it may not completely subside. The complainant was hesitant in returning the product involved in the alleged incident; therefore, retain samples were analyzed and the results were found to meet product specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process. To date, the patient if feeling fine and no additional treatment or medication was needed.